Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine pulse generator change, the physician noticed that the right ventricular lead exhibited externalized conductors. The lead was functioning normally so it was not replaced. The patient was in stable condition post procedure.